Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the radial vein. A 6.0 x40, 75cm gladiator balloon catheter was advanced for dilatation. However, during first inflation, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.